Event description:
It was reported the patient had a burning feeling at the pocket site and a 'jabbing/poking' feeling at the spinal incision site that occurred after the patient fell off of a ladder. An impedance test was performed and all impedances were within range. Reprogramming was attempted to optimize coverage and possibly eliminate the burning/jabbing sensations. It was noted the reprogramming possibly minimized the sensations however the patient noted that the sensations were present even when stimulation was off. An x-ray was performed and results showed no lead migration. Approximately 8 days later, the battery was replaced due to end of service (eos). During the surgery the surgeon reported seeing da mage/tearing of both anchors. Impedances were measured intraoperatively, and the results revealed 1 open electrode. The rest of the electrode impedances were within normal range. During the intraoperative testing the patient stated they had either no stim at 10. 5 volts or burning when the electrodes for the 0-7 lead were programmed. The leads were removed and a new battery was implanted. New leads were not implanted at the time because there was no patient consent for a lead revision. The new leads were implanted about a week later. It was noted the leads were difficult to place, but the case went 'well.' The patient was doing 'well' following the surgery.

Manufacturer narrative:
Product ID 3777-75, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-75, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(4) product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3550-39, lot# n321956, serial#, implanted: 2012 -(B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).